Event description:
The AED was used on a male subject who was entering the u.s. From (B)(6). When the cbp officer tried to adhere the defibrillation pads to the subject only one pad stayed attached to him. The adhesive wasn't on the other pad and was on the blue colored release liner. The users attempted to utilized another AED that was in close proximity, however, by that time the (B)(6) fire department was onsite and took over the rescue and transported the subject to a local hospital. The subject passed away in route to the hospital.

Manufacturer narrative:
Examination of the pads found evidence that one of the pads was improperly removed from the blue release liner. Peeling a pad incorrectly from the liner may cause the gel to separate from the pad and remain attached to the liner. A pad with missing gel may not adhere to a patient.

Event description:
The AED was used on a male subject who was entering the u.s. From (B)(6). When the cbp officer tried to adhere the defibrillation pads to the subject only one pad stayed attached to him. The adhesive wasn't on the other pad and was on the blue colored release liner. The users attempted to utilized another AED that was in close proximity, however, by that time the (B)(6) fire department was onsite and took over the rescue and transported the subject to a local hospital. The subject passed away in route to the hospital.